Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited smart pass deactivation due to undersensing. The health care professional (hcp) mentioned it is unsure if episode shows undersensing of very low amplitude signals or asystole. It is suspected that a temporary drop in signal amplitude was possibly related to posture. The technical services (ts) discussed troubleshooting steps and review of all vectors regarding changes related to posture, review of proper device fixation and it is planned to review in clinic at next follow up. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a new smart pass episode due to undersensing of low ventricular signals was recorded. The change of the signal amplitude was possibly posture related. The physician however mentioned ventricular undersensing during ventricular stimulation and it was mentioned that an additional pacemaker was implanted. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered two inappropriate shocks due to low amplitudes that the pacemaker and right ventricular (rv) pacing were creating. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the health care professional (hcp) reported another s-ICD smart pass deactivation episode due to spontaneous reduction in r-wave amplitude resulting in undersensing and long detection intervals. The technical services (ts) recommended to attempt to reproduce the r wave reduction and select vector which is least prone to undersensing with reduced r wave amplitude and good normal sensing quality. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited smart pass deactivation due to undersensing. The health care professional (hcp) mentioned it is unsure if episode shows undersensing of very low amplitude signals or asystole. It is suspected that a temporary drop in signal amplitude was possibly related to posture. The technical services (ts) discussed troubleshooting steps and review of all vectors regarding changes related to posture, review of proper device fixation and it is planned to review in clinic at next follow up. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a new smart pass episode due to undersensing of low ventricular signals was recorded. The change of the signal amplitude was possibly posture related. The physician however mentioned ventricular undersensing during ventricular stimulation and it was mentioned that an additional pacemaker was implanted. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered two inappropriate shocks due to low amplitudes that the pacemaker and right ventricular (rv) pacing were creating. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.